Event description:
Caller noted that the lifepak 12 he had was showing an error. Transferred caller to the lifepak team. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).